Event description:
A user facility reported on (B)(6) 2026 that incorrect results, dates and times were reported for 19 total protein results.

Manufacturer narrative:
Investigation with the user facility determined that the roche infinity instrument connection was configured to overwrite instrument manager date, time, and result values required for electrophoresis testing. As a result, the most recent total protein data replaced the original specimen data collected for electrophoresis. For example, a specimen collected on (B)(6) 2026 at 14:05 with a total protein result of 79 was overwritten by a newer specimen tested on 20 mar 2026 at 10:02 with a result of 97. This issue was identified by the laboratory and corrected reports were issued. Investigation determined the user facility was using roche infinity driver version 8.13.009. Data innovations updated the driver in version 8.13.0015 to prevent overwriting of existing data and recommended upgrading to the current version (8.13.0022). The facility confirmed on 17 apr 2026 that the driver was upgraded, and total protein results are now transmitting as expected. While this was determined not to be a malfunction of the instrument manager medical device it is being reported due to the facilities inability to provide a statement of patient impact due to the user error.